Event description:
It was reported that the lead impedance measured less than 100 ohms and now measured 600 ohms. It was also noted there was increased noise on the lead. It was further reported that there was oversensing, sensing difficulty, and variable impedance based on position of the lead. It was believed there may be an insulation issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary lee048326v no anomalies found; full lead returned. It was reported that the lead impedance measured less than 100 ohms and now measured 600 ohms. It was also noted there was increased noise on the lead. It was further reported that there was oversensing, sensing difficulty, and variable impedance based on position of the lead. It was believed there may be an insulation issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high insulation degradation oversensing noise impedance, low.